Manufacturer narrative:
H.10: no further information is available on this specific case. The most likely root cause of the reported issue is a defective resolver on the pump head. In this case it did not recognize the speed and direction and did not trigger the alarm when the set direction is different to the actual one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump was running in the wrong direction during procedure. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.